Manufacturer narrative:
Model number/catalog number: sc-2316-50e. Serial number: (B)(4). Batch/lot number: (B)(4). Model/catalog description: infinion 16 trial lead kit 50 cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that during lead pull the right lead was very hard to remove and the last five (5) contacts broke off and remained in the patient. An x-ray was taken which revealed that the end of the lead was not in the epidural space. The physician was not concerned about it and mentioned that he will remove the end of the lead when they will do the permanent implant procedure.